Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the straight suction, verified properly at the start of the procedure, however, mid-way through would not verify. The surgeon used an alternate instrument, belonging to the medtronic representative, to continue the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, not available.device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.